Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump, and after doing so, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared.